Event description:
It was reported the patient was not being stimulated on the right side; surgery corrected the issue. Following surgery, the patient was able to be stimulated on the right side; however, they were not getting stimulation on the left side; the implantable device has been turned off since surgery. Additional information is being requested, a follow-up will be sent when additional information becomes available.